Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl at the time of the incident. The customer was at 122 mg/dl at the time of the call. The customer used manual injections and insulin pens and was given intravenous insulin to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer was getting post reset ram crc alarm and power loss alarms as the pump had not been used for a week. Troubleshooting was completed and the pump passed. The insulin pump will not be returned for analysis.